Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the patient annulus measured 82.9 millimeters (mm) by computed tomography (CT). Moderate-severe calcification and a questionable bicuspid valve were observed. The valve was loaded once, with no misload observed. The valve load was verified using fluoroscopy. No pre-dilation was performed. Upon deployment, the valve was placed at a depth of 3millimeters (mm) on the non-coronary cusp (ncc). The valve was not expanding so the decision was made to recapture and deploy deeper. The same result was achieved. The valve was withdrawn and the decision was made to pre-dilate with a 25mm non-medtronic balloon. On inspection of the valve, an infold was observed involving the first two nodes. A new valve was loaded on a new delivery catheter system (dcs). The valve was deployed at a depth of 3mm on the ncc. The second valve was implanted successfully. Of note, according to the physician, the calcification contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.